Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm. The insulin pump received with cracks on display window corners, cracked reservoir tube lip and crack on battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. Assisted the caller to run the displacement test, and the test failed. Further testing could not be completed as the device kept alarming motor error. Advised the caller to revert to back up plan. No further information was provided.